Manufacturer narrative:
Investigation summary: the returned device was visually inspected and reddish material was found in the pebax sleeve. During the second closer inspection, a hole was found on the pebax with reddish material inside and internal parts exposed. The catheter was evaluated for the carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. The catheter was evaluated for the screening test and the catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint regarding high force was not confirmed since during the product analysis the issue was not duplicated. However, the blood found inside the tip could be related to the force issue reported. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab noted the returned condition of a hole on the pebax. Initially, it was reported that the force readings for the thermocool® smart touch® sf bi-directional navigation catheter would jump from about 10g to 50g and then it would show a "high force" message, as well as, the catheter banging into another catheter. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was continued and no patient consequence was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The force issue was assessed as not reportable as the potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The force high issue was assessed as not reportable. This issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation and noted on february 7, 2020 that there was reddish material in the pebax sleeve. No internal parts were exposed. This returned condition was assessed as not reportable. Since there was no damage to the pebax integrity, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. After further evaluation of the device on february 19, 2020, it was noted that there was a hole on the pebax with reddish material inside. Internal parts were exposed. The hole on the pebax was assessed as a reportable issue. The awareness date for this issue was february 19, 2020.